Event description:
It was reported that before a coronary drug eluting stenting treatment procedure, the stent was not loaded on the balloon correctly. The balloon tip was seen protruding through the stent struts. No patient complications were reported. The patient's status is reported as `satisfactory/good'.